Manufacturer narrative:
Additional information: returned to manufacturer on. An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned part noted damage on the inner and outer surface of the liner. Dimensional inspection: the returned part was dimensionally inspected by support staff and the following was noted: "the returned part was visually inspected by support staff and damage was observed on both the inner rim and outer spheres, potentially caused during the head disassociation. The returned device was re-inspected and found to be failing for ¿a sphere diameter¿ and ¿true position of inner sphere¿ above their respective upper tolerances. A review of the original DHR was completed. During the original in-process inspection, as per igs requirements, the ¿a sphere diameter¿ and ¿true position of inner sphere¿ was checked on the first and last parts of the original batch of 18 parts. It is likely that the disassociation of the liner and femoral head resulted in these features going out of specification. The failure of these features and the damage observed on the inner and outer sphere are deemed to be consistent with the disassociation of the femoral head from the adm liner". Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, operative report and progress notes are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Sales rep reported a revision of a left total hip due to disassociation of the femoral head and plastic liner. Patient fell out of bed resulting in a trip to ER for a closed reduction and dislocated again thereafter per surgeon possibly due to the plastic liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a revision of a left total hip due to disassociation of the femoral head and plastic liner. Patient fell out of bed resulting in a trip to ER for a closed reduction and dislocated again thereafter per surgeon possibly due to the plastic liner.